Event description:
The patient had vns exploratory surgery on (B)(6) 2012. The surgeon used a manufacturer accessory pack to unscrew both lead pins. He then reinserted both pins. Two systems diagnostic tests were performed outside of the pocket, and both were within normal parameters. The incision was closed, and one more systems diagnostics test was performed which also came back within normal parameters. Therefore, the high impedance was resolved with lead pin reinsertion into the generator. The implant card from the patient's generator replacement surgery on (B)(6) 2011, indicated that diagnostics were okay following surgery.

Event description:
It was reported on (B)(6) 2012, that the patient was referred for pin reinsertion surgery. However, clarification was provided to the surgeon regarding the manufacturer's x-ray assessment which did not provide any indication that would explain the patient's reported high impedance. In the x-rays provided to the manufacturer, the connector pins appear to be fully inserted inside the connector block in the generator. Therefore, the surgeon has referred the patient for generator and lead replacement surgery, although it has not occurred to date.

Event description:
It was reported that high impedance was observed during systems and normal mode diagnostics tests on (B)(6) 2012. The patient's device received the message "programmed current is not being delivered at specified level." The patient's generator was previously replaced on (B)(6) 2011, and the implant card from the surgery indicates that lead impedance following surgery was okay. X-rays of the patient's vns were sent to the manufacturer for review. The radiology report reported "vns lead malfunction" and "no lead discontinuity identified." Ap and lateral chest x-rays dated (B)(6) 2012, were reviewed by the manufacturer. Based on the x-rays received, no gross lead discontinuities or sharp angles could be visualized. However, there were no neck views of the electrode area, so an assessment cannot be made in that area. The connector pins appears to be fully inserted inside the connector block, and the generator feedthru wires appear to be intact. There is no indication from the x-rays that would explain the patient's reported high impedance. The patient had a surgical consult, but surgery has not occurred to date. There is no trauma that may have contributed to the high impedance, as far as the site knows. The physician does not have any additional programming history, as the patient was previously followed by a different physician. Attempts for additional information from the physicians have been unsuccessful to date, and attempts to obtain the lead product information have been unsuccessful thus far.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The lead and generator were later returned for analysis after replacement for normal battery depletion. During analysis of the generator, the battery was found to be depleted. The device performed according to functional specifications, and the electrical performance of the generator demonstrated normal battery depletion to an end of service condition. Analysis of the lead identified rust-like deposits and pitting observed on the connector pin surface. A definite cause for the pitting could not be determined based on the lead portion returned. The abraded opening found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead unmarked connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Additional relevant information has not been received to-date.

Manufacturer narrative:
Brand name, type of device name, corrected data: the initial report inadvertently reported the incorrect device. Additional information received now indicates the high impedance was related to the generator device. Model#, serial#, lot#, expiration date, corrected data: the initial report inadvertently reported the incorrect device. Additional information received now indicates the high impedance was related to the generator device. Implant date, corrected data: the initial report inadvertently reported the incorrect device. Additional information received now indicates the high impedance was related to the generator device. Type of report, corrected data: the initial emdr inadvertently excluded the checkbox indicating that this is a '30-day' report. Device manufacturer date, corrected data: the initial emdr inadvertently excluded the checkbox indicating that this is a '30-day' report. Device functionality was restored following reinsertion of the lead pin. It is likely the lead pin was recently making no or intermittent contact with the generator header, causing the high impedance. After reinsertion of the lead pin, contact with the generator header was restored.